Event description:
It was reported that the patient has expired. Through follow-up with the health-care provider, it was learned that the patient expired after an implant duration of approximately 1.60 months, due to c.a.d. No other details were provided.

Manufacturer narrative:
Device not returned. This event was learned through implant patient registry. Through follow-up with the health-care provider via fax, additional information was received. The patient's discharge summary was also requested, however, it was noted that it is unavailable. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.